Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. An additional lot number was provided in this complaint for material number 381511. Lot # 3249702 mnf date 09/12/2023 exp date 08/31/2026. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n autoguard winged yel 24gax.56in catheters shred with two lot numbers. The following information was provided by the initial reporter: "insyte¿n autoguard 24 g catheters tip may shred. If the tip of the catheter shreds, the catheter cannot be used and another needlestick will be necessary. This catheter is used for neonates in which vascular access is often challenging, and catheter insertion maybe painful for the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3066132. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3249702. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Complaints received for this device and reported condition will continue to be tracked and trended.